Manufacturer narrative:
Medwatch mw5092077 received and the only information is that the "pt's wife reported that the pt's autoject2 has not been working properly. She is going to contact the MFR's hub to obtain a new one." There is no other information, no contact information, no information regarding how the device is not working properly or any information as to who the initial reporter was.

Event description:
Patient's wife reported that his autoject has not been working properly. No other details were given other than she was contact the manufacturer's hub to obtain a new one.